Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of pre-op vancomycin with a pump which alarmed displaying an air in line message. When the line was assessed, there was a separation at the y-port which was leaking. There was no report of patient harm.